Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/5/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and a mesh was implanted. It was reported that patient underwent posterior repair with perineorrhaphy on (B)(6) 2009, due to rectocele with narrow perineal body. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.